Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, a fatal error was identified in the emergency room station. A technical support specialist (tss) accessed the server, reviewed health sight viewer alerts, and found two critical issues: device upload failure and retry mode errors. Logs confirmed errors on both the station and server. The tss decrypted and backed up the database, confirmed the dispensing key was valid, and found the data sync service had stopped. After restarting the service and verifying no change tracking discrepancies, the system resumed normal operation. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered a critical error, which hindered users from accessing medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.